Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value was 450 mg/dl and 374 mg/dl and 520 mg/dl and 510 mg/dl and 509 mg/dl. Customer did not provide symptom and treatment of high blood glucose. The device will not be returned for analysis.